Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician had implanted a taxus express2 3.5x32mm drug eluting stent and had noted that the marker bands could not be visualized. He then went on to place another taxus express2 3.5x32mm drug eluting stent in the left superficial femoral artery (lfsa). While tyring to deploy the stent, the shaft broke. The delivery system was removed from the pt with the stent still on the balloon. It should be noted that the physician was attempting to implant the stent in peripheral vasculature of the leg. No pt complications were reported. Pt status is satisfactory.